Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracotomy, the surgeon started the 1st firing to pulmonary parenchyma (close to thoracic diaphragm). The surgeon thought the tissue was not thick, however the firing stopped on the halfway. The surgeon then pushed the button a few times, however the knife did not advance, the knife then returned to the initial position with no problem. The surgeon re-started the firing over the original staple line with a new reinforce cartridge , and the firing was completed. There was no patient harm.